Event description:
Unable to remove io needle. Plastic hub snapped off when attempted. Still not able to remove needle bit with clamps. Ortho reg on call contacted, advised she will bring her consultant along with her tomorrow to consult and see if they have better equipment suited for removing the needle. Will xray. Dr removing the needle initially tried to remove the io by counter-clockwise twisting and pulling but would not budge. Then an attempt to grip the needle below the hub with a pair of forceps and using the same anti-clockwise and pulling motion. This was when the plastic yellow hub snapped off. Dr involved email with the correct procedure for removal of the io. Orthopaedic consult for manual removal. Customer has stated that they believe the cause of the incident was the correct removal process was not followed.

Manufacturer narrative:
(B)(4). The manufacturing DHR file based on a potential lot was reviewed. No recorded results of manufacturing issues or anomalies were reported. The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 05/2019 and is approximately 2 years old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Unable to remove io needle. Plastic hub snapped off when attempted. Still not able to remove needle bit with clamps. Ortho reg on call contacted, advised she will bring her consultant along with her tomorrow to consult and see if they have better equipment suited for removing the needle. Will xray. Dr removing the needle initially tried to remove the io by counter-clockwise twisting and pulling but would not budge. Then an attempt to grip the needle below the hub with a pair of forceps and using the same anti-clockwise and pulling motion. This was when the plastic yellow hub snapped off. Dr involved email with the correct procedure for removal of the io. Orthopaedic consult for manual removal. Customer has stated that they believe the cause of the incident was the correct removal process was not followed.